Event description:
An archer guidewire was used as accessory products in a patient during the endovascular treatment of an aortic aneurysm approximately three weeks ago. It was reported that the green coating along the wire was coming off. It is unknown if any of the coating was left in the patient. The event was observed after the stent graft was implanted. Some of the green coating was found in the introducer sheath. No clinical sequelae were reported and the patient is fine. No further information is available.

Manufacturer narrative:
(B)(4). Results: lack of information (cause of event is unknown). Conclusion: lack of information (cause of event is unknown).